Event description:
New information noted that programming changes were made to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate atp therapy. Patient was in stable condition. No intervention was performed.